Event description:
Complainant alleged that during a biomed testing, the device powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was observed; however, after the device was disassembled, the malfunction could no longer be duplicated. The device passed all testing. An interconnect flex cable was replaced as a precaution and the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.